Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed at the time of this report. Upon initial inspection it was observed that the adhesive on the endoscope tip was deteriorating or had breakage due to chemical or physical stress. Additionally, it was observed that the universal cord was pierced, cut, or scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the endoeye flex 3d deflectable videoscope had defects on the bending rubber. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the adhesive on the endoscope tip was damaged, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Upon device evaluation, the customer allegation was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the event was caused by one of the following; physical stress from outside the device or chemical stress due to sterilization and/or the sterrad system. Three attempts were performed to obtain additional information, but no response was received from the customer. The event can be detected and prevented by following the instructions for use (IFU) which state: operation manual- "important information ¿ please read before use: dangers, warnings, and cautions: do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Reprocessing manual- "3.1 compatibility summary: methods listed as ¿compatible¿ in table 3.1 and 3.2 are compatible for routine use only when used according to manufacturer¿s instructions. Repeated use and reprocessing of endoscopes and accessories lead to gradual wear and tear. Furthermore, reprocessing methods that employ higher temperatures and more caustic/corrosive materials may lead to faster deterioration. In general, sterilization processes are harsher on equipment than disinfection processes. Before each patient procedure, inspect the endoscope and accessories for damage, according to the instructions described in this manual and its companion ¿operation manual¿. 3.1 compatibility summary: list of compatible methods validated in terms of material durability: sterrad® 50/100s/200/nx¿: sterilization by sterrad® 50/100s/200/nx¿ system may deteriorate the adhesive of the insertion section. Depending on the circumstances, replacement of the insertion section may be required. Before use, confirm that the endoscope is free from any damage or other irregularities. For further details, contact olympus." In addition, the following non-reportable malfunctions were found during the device evaluation: the master and slave plug units were both cracked and damaged, and the bending section cover glue was worn. Olympus will continue to monitor field performance for this device.